Event description:
It was reported that the right ventricular lead had failed. The lead was removed and replaced. Follow-up was conducted for additional information on the "failed" lead but was unsuccessful. If any additional relevant information is received it will be added to the event. It was further reported that there was a lead warning, lead fracture, high impedance, and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had failed. The lead was removed and replaced. Follow-up was conducted for additional information on the "failed" lead but was unsuccessful. If any additional relevant information is received it will be added to the event. No patient complications have been reported as a result of this event.